Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 3 months ago, it was noticed a return of urgency symptoms along with a little bit of leakage. When asked, patient said that there have been no changes to medications or to what they normally eat or drink. Patient said that they only made one adjustment in the past and doesn't feel capable of making another adjustment without assistance. Patient did not have their equipment with them at the time of the call. Patient will call back when they have their equipment for assistance with making an adjustment. Patient called back for assistance adjusting stim. Patient was able to increase stim to a comfortable level additional information was received from the patient. The patient called back for assistance increasing amplitude again, indicating they were still experiencing urinary urgency and incontinence. Patient could not increase higher without stimulation becoming uncomfortable. Reviewed how to change programs per patient request. Patient did so and adjusted amplitude to a comfortable level. Recommended patient monitor symptoms. Additional information was received from the patient. The patient reported they needed an adjustment rather badly because things had just gone south on them in terms of bladder control since a couple of weeks ago and they needed to see if someone could help them get it back in order. Patient services reviewed therapy expectations and programming considerations with the patient and walked the patient through connecting to their settings. The therapy was on and the patient was on program 3 at 1.0 ma. The patient stated they'd been on this program since they last spoke with patient services and that it had been helping their symptoms until a couple weeks ago. Patient decided to increase the stimulation to 1.1 ma and they stated they noticed they were noticing the stimulation sensation in their scrotum but it wasn't uncomfortable at least they stated they didn't think it was causing discomfort. Patient services reviewed stimulation considerations again as well as device description/function and reviewed with the patient they could potentially switch to a different program but redirected the patient to follow up with their health care provider (hcp) to discuss the programming considerations. The patient chose to stay on the current program and stated they were going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms and discuss switching to a new program if the therapy still wasn't helping. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. They reported that they haven't made any adjustments since the last time and were wanting assistance changing the programs. The caller stated that they have been having more accidents lately and have been having significant bladder control issues. Caller mentioned that their symptoms have worsened these last couple days. Caller connected to ins and changed programs. Caller stated that they moved to program 4 at 1.5 ma. Caller confirmed that stimulation is comfortable and stated that they would track and monitor their symptoms. Additional information was received from the patient. They reported that initially program 4 was great but then all the sudden they experienced return of symptoms and leaking when they stand up. Patient mentioned the weather has been chilly and they also have a cold currently and wondered if that could affect their symptoms. Ps recommended patient discuss with managing physician. Pt requested assistance changing programs. Ps reviewed how to do so and patient will monitor symptoms. Additional information was received from the patient. It was reported that the cause of the return of symptoms was not determined. Issue has not yet been resolved. Additional information was received from the patient. In response to the second send patient letter, the patient stated the cause of the sudden return of symptoms was unknown. To resolve the issue, the patient stated they would contact the (B)(6) clinic for further instructions. The issue had not yet been resolved. Additional information was received from the patient. They called back and stated that they were still struggling with having control. The patient stated they thought they needed to increase their stimulation. The patient was assisted with the general use of the external devices. When the patient connected to their mytherapy settings, they encountered a message that said, "an error has occurred." The patient was guided through restarting the application and connecting to their settings. On the second attempt, the patient was able to successfully connect and increase stimulation to a comfortable level. The patient confirmed the stimulation was comfortable and would continue to monitor symptoms. The patient was redirected to their healthcare provider (hcp) if the issues persisted. Additional information was received from the patient representative (patient rep). The patient rep stated that they called back repeating previous event history noting that patient had frequently had to change programs and amplitude in order to achieve desired therapeutic effect. Caller asked what they would do if they ran out of programs to try. Reviewed general device programming considerations and recommended consulting with managing physician if this occurs. The primary reason for the call was because caller needed help checking therapy status after patient had a CT scan of their back yesterday. Caller reported they turned therapy off prior to the CT scan and when they turned therapy back on patient felt a shocking sensation because the stimulation was so strong. Patient reported the discomfort was only temporary and after leaving therapy on they acclimated and the discomfort dissipated on its own.